Event description:
In 2005, at the hosp. Two drs performed level 5 back surgery on me, and implanted alphatec's spinal fixation device to include the following: implant qty 7x40 mm; plate 2, plate, -size 90 mm-; nuts 8, acorn nuts. Initially my recovery proceeded as expected. Approx two months later, while getting into my car, I felt an extremely sharp snap of pain, accompanied by an almost jarring sensation. The pain was intense. With every step I took, I was aware my back was grating and squeaking. I called dr's office; he was not in, so I was referred to his head nurse. I told the nurse what happened and she told me it was a muscle spasm and I was to apply ice then rest and take it easy for the next few days. The following monday, I again called dr's office and spoke with nurse and told her that I was still in a lot of pain, that my back was still grating and squeaking, and that I knew something was wrong. She reiterated her opinion that it was a muscle spasm. I insisted that we do an x-ray. After the x-rays were taken, she said she would find someone to read it and would call me. Shortly before the end of the business day, the nurse called me and said she had the doctor read the x-ray and everything looked fine. She said I was to continue to take it easy until my next appointment with the dr, after the holidays. My follow-up appointment after the holidays was with dr. When I met second dr, I told him how much pain I was having, and that my back was squeaking and grating and he had his office assistant pull the x-rays. The x-rays were brought into the exam room where my second dr and I were waiting, and he put them up on the x-ray board to read. Almost immediately, dr said, "you have a bolt broken." He did not seem upset or concerned, and that was the only thing he said about it. As a result of the way he acted, I made the assumption that it was commonplace for bolts to break. He assured me that if I just gave my back more time, everything would settle down and it would be fine. I returned to work in 2006. At my next visit with my second dr, I reiterated the same concerns about my back pain and told dr johnson that I had developed restless leg syndrome, for which another dr, my family dr prescribed requip. Second dr requested that I see a pain management specialist, and I agreed. His office then scheduled an appointment for me with another dr and gave me the x-rays to take to the appointment. When I saw that dr, he pulled the x-rays out of the package and began to review them. After a couple of seconds, dr noticed the broken bolt and remarked very surprised "you have a broken bolt". I told him yes, I knew that. He asked if my second dr was aware of the broken bolt and I said that he was. Third dr asked me what I expected him to do and I said that I was hoping he could help mitigate the pain level in my back. He said that he felt that I should have a nerve conduction study completed and had his office set one up with another dr. The fourth dr conducted the nerve study approx four months later, and found that I had recent, significant nerve damage in both legs. Prior to the surgery only my right leg would get numb. After the bolt broke, both legs would get numb. The loss of sensation causes my balance to be off, making me walk and move awkwardly and causing inflammation in the nerves of my hip. Third dr did a steroid injection in my hip; however, very little improvement was rec'd. He wanted me to have a device implanted that would interrupt the pain signals in my back, to prevent them from being rec'd and recognized; however, I was reluctant to do so. He became quite insistent about having the procedure done, which made me uncomfortable, so I stopped seeing him. Having seen third dr's reaction to the broken bolt which was markedly different than second dr's reaction. I made an appointment to see dr(fourth). At the appointment with dr(fourth), I showed him the x-rays. He noticed the broken bolt right away. He also read the transcript of the x-ray and noticed that the broken bolt was not mentioned in it. He called and spoke with the dr who had read the x-rays. This dr pulled his copy of the x-ray and confirmed the broken bolt. The x-ray dr admitted to dr(fourth) that he had not actually read the x-ray, although he had been the one to sign off on it. He requested that the transcript be updated to reflect the broken bolt and that he receive a corrected copy of it. The dr agreed to make the updates. At this point, I requested that dr(fourth) be the coordinator of all my care. At my next visit with dr(second), I told him about third dr's reaction, and dr(second said that dr(third), although a competent dr, tends to overreact and dismissed his concerns. This made me uneasy; I felt, however, that dr(second) was the expert. He had performed this type of surgery numerous times and continued to tell me to just give it more time. I have had two more separate and distinct instances where I believe add'l bolts have either fractured or broken: 2006. This pain interferes with every aspect of my life. Since the point in time the first bolt broke, my living has been a nightmare of pain. I have difficulty walking when my legs are numb. I have problems with my balance because I cannot tell exactly where my foot has been placed when trying to walk. I stumble and have to use a cane to help keep my balance. I live on combinations of pain medication in an attempt to keep working. The longer this goes on the worse the pain gets and the less the medication keeps it at bay. I don't know what else to do. I would really appreciate anything you all could do to get this situation resolved. Dates of use: 2005 - present day. Diagnosis: level 5 surgery; degenerative disc disease.